Manufacturer narrative:
E1: (B)(6). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that on (B)(6) 2024 cannula needle is break and fracture has occurred on removal. The site of insertion is arm and length of time of infusion set is inserted for 1 day and found flat. No further information available.